Manufacturer narrative:
Of the two devices, one lot numbers was provided and lot history review was performed. All the two devices were not returned to the manufacturer for evaluation; however, medical records were provided for both malfunctions. For both malfunctions, the investigations are confirmed for filter tilt, material deformation and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of device, difficult to remove and material deformation. This information was received from various sources. This malfunction involved two patients with no consequences. One (B)(6) year old male patient is (B)(6) lbs. One (B)(6) year old male patient weight was not provided.